Event description:
Patient was seen in the outpatient clinic due to pain in the left groin when getting in and out of the car and when the leg is lifted straight in a sitting position. X-rays show a well placed prosthesis and good bone structure. The pain is presumably related to the iliopsoas tendon. The patient was prescribed a training program.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical product: primoris neck prosth bm sz 28 item no: 650-1128bm lot no: 2482197. Medical product: exceed abt 3hl shell 48/60mm item no: 124860 lot no: 3405760. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). All components appear appropriately sized and aligned in the radiograph provided. However, the x-ray does not show the full pelvis, and therefore it is not possible to determine the inclination angle of the acetabular component due to the lack of bony landmarks for referencing. Pre-revision x-rays were not provided therefore the reported event was unable to be confirmed. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient was seen in the outpatient clinic due to pain in the left groin when getting in and out of the car and when the leg is lifted straight in a sitting position. X-rays show a well placed prosthesis and good bone structure. The pain is presumably related to the iliopsoas tendon. The patient was prescribed a training program.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00332, 3002806535-2019- 00333. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
Patient was seen in the outpatient clinic due to pain in the left groin when getting in and out of the car and when the leg is lifted straight in a sitting position. X-rays show a well placed prosthesis and good bone structure. The pain is presumably related to the iliopsoas tendon. The patient was prescribed a training program.